Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The customer stated that her blood glucose levels were critically high. The customer did not want to perform any troubleshooting as her medical doctor wanted the insulin pump and glucometer replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.